Event description:
It was reported that the dr. Was using the height positioner to remove a screw and as he was turning the screw to back it out the instrument failed. End of instrument broke off. No adverse consequences to the patient is reported.

Manufacturer narrative:
The reported event was confirmed via correspondence with the sales representative, along with visual inspection of the returned device. It is unknown how the damage happened. According to the device history review, the product has potentially been in the field for over 13 years. The IFU for instruments states that the instruments may fracture depending on the age of the device, the number of times they are used as well as the precautions taken in handling, cleaning and storage. The manufacturing review was not performed because the reported issue is most likely a result of extended longevity on the field subject to expected fatigue and wear. The plausible root cause of this event is due to overloading on an aged instrument (13 years).

Event description:
It was reported that the dr. Was using the height positioner to remove a screw and as he was turning the screw to back it out the instrument failed. End of instrument broke off. No adverse consequences to the patient is reported.